Manufacturer narrative:
The reported event of device being unable to pair to the app was confirmed. Based on the information provided, the ble lockout occurred due to insufficient authorization. This is per device behavior as part of the cyber security feature; there is no malfunction suspected.

Event description:
Additional information received indicated the patient was seen in clinic to troubleshoot the ble issue, however, it was not resolved. The patient was scheduled to be seen again, and this appointment proved successful as the ble issue was resolved via reinterrogation of the ICD. It was stated that the ble issue may have been due to excessive ble usage, however, conclusive evidence of this was not provided. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.